Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that two ball plungers were rusted, stuck and damaged. Since the event occurred during routine testing, there was no pt involvement during this event.